Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.